Manufacturer narrative:
The insulin pump passed displacement test. Pump error 63 (variable 3) alarmed during self test and pump trace download confirmed hardware low level failure alarm (variable 3) due to broken trace at u1 pin 1/vdd on keypad assembly. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump had a pump error alarm during devise test. The customer¿s blood glucose level was 142 mg/dl at the time of the incident. The drive support cap was normal. The customer was able to successfully clear the alarm. Customer did self test and test was passed. The customer was able to complete insulin pump rewind. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump will be returned for analysis.